Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06545 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set soft cannula kinked events on (B)(6) 2024. Insertion site was at abdomen. Event occurred after three hours of insertion. The set was in use for less than a day. Blood glucose levels were high (specific value unknown) at the time of event. Patient took correction bolus via pump to address the event and he replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.